Manufacturer narrative:
The events of capsular contracture and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade and flipping further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency flipped left side implant and capsular contracture baker grade unspecified. The device has been explanted and replaced.